Event description:
Healthcare professional reported right side "signs of volume increase and hardening", "pain", capsular contracture baker grade iii, seroma-late and "radial folds". Device remains implanted.

Manufacturer narrative:
Continued e.1. Address line 1: (B)(6). Continued h.6. Health effect - impact code: f2201. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "capsular contracture, baker grade iii" and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii; seroma.